Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device finds the larger balseal is damaged and still intact. Hhe (health hazard evaluation)/qrb (quality review board) 103045639 recommended a device correction which was initiated on june 12, 2015. CAPA (B)(4) determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. CAPA (B)(4) will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor per post market surveillance sep-419. Device history lot: null; device history batch: null; device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the back of these instruments broke. This was out of an office set. Did not effect a surgery. Did not effect any patient. No pieces were left in a patient.